Event description:
This pt rresented with a dissection of the aorta and was treated with a gore tag thoracic endoprosthesis. Approximately 2 weeks following this primary procedure, a reintervention was performed to deploy an additional tag deice to resolve a leak. Reportedly the leak was caused by one of the flares on the device piercing the aorta thru the dissection. This was accomplished successfully and currently the pt is doing well.